Event description:
It was reported that during a supply change the user¿s continuous glucose monitor (cgm) was not connected, the sensor had expired and was not replaced, and the user received a high glucose alert that was not treated; subsequent attempts to pair a new sensor initially failed with a replace sensor now alert, after which the user successfully paired another sensor and dosing continued with ilet without reverting to alternative therapy, consistent with a usage problem relating to improper or incorrect procedure and no specific device component implicated. Symptoms included hyperglycemia reaching 401 mg/dl, polydipsia, and muscle weakness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem involving failure to start a new sensor in a timely manner, with no applicable device subcomponent identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.